Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 (mg/dl). Reportedly, customer stated that they are a brittle diabetic. Customer consumed food to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.